Manufacturer narrative:
B5: the customer provided the following additional information. The affected lot number was 25d0099. No external fluid leak was visible to the naked eye. The machine tray with the corroded fluid sensor was accidentally touched, causing the alarm to sound during treatment. After inspection, it was confirmed that there was no problem with the sensor. Alarm situations would only result in delay in therapy and are intended to notify the user of conditions with the machine or setup. This is not likely to cause or contribute to a death or a serious injury. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous renal replacement therapy with an unspecified type of prismaflex set, the involved prismaflex machine "had fluid leak detection error". There was no report of patient injury or medical intervention associated with this event. No additional information is available.